Event description:
It was reported that the system check out failed. There was no patient connected to the anesthesia system during the event. Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated at the hospital by our field service engineer. One of the four pressure transducer pc boards was found defective. The replacement of the pressure transducer pc board solved the reported issue and the anesthesia system was successfully tested and cleared for clinical use, we have not received the device logs and the replaced part has not been returned for investigation. No additional information has been received. Based on the lack of information, we have not been able to determine the true cause of the reported issue.